Event description:
The customer reported that the system did not xray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a problem with the system plug and a bad connection. He repaired the plug and fixed the problem. The system operates as intended.